Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited depleting prematurely and beeping tones, and a battery depletion code was emitted. An estimated longevity remaining was from 30 percent down to 15 percent. A request was made to have the data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Boston scientific technical services (ts) recommended a replacement. To date, this s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited depleting prematurely and beeping tones, and a battery depletion code was emitted. An estimated longevity remaining was from 30 percent down to 15 percent. A request was made to have the data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Boston scientific technical services (ts) recommended a replacement. To date, this s-ICD remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.